Event description:
It was reported that the patient experienced lead migration on (B)(6) 2012. It was noted that the patient came in for post operation check and was unhappy with device and control. It was noted that the healthcare professional (hcp) followed up with an x-ray that showed lead migration. It was noted that the patient returned to the operating room for a lead explant. It was noted that a new lead was repositioned. It was noted that at the time of report the lead was working. It was noted that the event resolved without sequelae.

Event description:
Additional information received reported, the patient's lead was replaced and her implantable neurostimulator (ins) was repositioned on (B)(6) 2012. At the patient's follow up appointment, it was noted her device was now working. The patient resolved without sequelae the day prior to this report.

Event description:
It was later reported the patient came in for a post-operative check and was unhappy with their device and control. It was stated an x-ray was taken on (B)(6) 2012 that showed lead migration. The patient returned to the operating room for a lead explant and a new lead was repositioned as well as the implantable neurostimulator (ins) device repositioned. It was noted the patient had a follow-up appointment that showed their device was working. Reportedly, the event was resolved without sequelae on (B)(6) 2012.

Event description:
Additional information received reported that diagnostic methods including imaging that showed lead migration on (B)(6) 2012. It was noted that action taken included an unscheduled office visit. It was noted that the action included that the device was positioned from the left buttock to the right buttock on (B)(6) 2012.

Event description:
It was reported that the patient lost therapeutic effect when sitting. The patient had "good results" when standing. The physician did x-rays, which noted that when the patient was sitting the lead moved away from the sacrum 1 cm. The physician was going to program around it. It was noted that since it was only "6 weeks post-operative perhaps the lead will scar in better." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot # va01czm, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3889-28 lot# va01czm, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead.